Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Outcomes attributed to adverse event.

Event description:
Subsequent to the previously filed medwatch, the following information was received: it was reported that on (B)(6) 2014, the patient presented in critical condition with chest pain and an acute myocardial infarction. The patient was taken to the catheter lab where an intra-aortic balloon pump (iabp) was placed. After implantation of the xience xpedition stent in the mid left anterior descending coronary artery, a plaque shift was noted. The blood flow in the vessel was good and the stent was confirmed to be well apposed to the vessel wall. On (B)(6) 2014, the iabp was removed. On (B)(6) 2014, the patient was rehospitalized due to angina and st segment elevation. Thrombosis was confirmed by coronary angiogram and intravascular ultrasound. Medication was given and thrombus aspiration was performed along with balloon angioplasty, resolving the event. There was no additional information provided.

Event description:
It was reported that five days after 3.0x33 mm xience xpedition stent implantation in an unspecified artery, thrombosis was noted. There was no additional information provided.